Event description:
Olympus (oms) was informed that the customer's high frequency electro-surgical generator unit presented an error code, e433, during a transurethral resection of the prostate procedure. The doctor completed the intended procedure using monopolar resection equipment. No patient injury or harm was reported to olympus. The device was returned to oms for service.

Manufacturer narrative:
The device was returned to the local repair depot for evaluation. The reported error e433 was confirmed when turning on the unit, the error was displayed and the equipment restarted. It was determined the high voltage board was defective. Once the board was replaced, the device was operated and passed all inspection tests. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacture for investigation. However, the service (oms) evaluation identified the high voltage board as the cause of the reported error. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.